Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
The patient was revised on (B)(6) 2022 due to loosening. Approximately 1 year and 5 months after the last surgery. The surgeon explanted 1 humeral cup (36/3) and 1 humeral spacer (9). The surgeon implanted 1 humeral cup (36/6).